Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they were having feeling drugged up and dizzy in the recovery room after implanted. The patient also stated having like an anxiety attack during the procedure which almost made them pass out. The patient also wanted to decrease the stim a notch since the pulsation sensation was a bit too high. The patient also mentioned that initially the stimulation was set to 0.5 but then in the recovery room got increased to 0.7 by their manufacturer representative (rep). Agent walked patient through the communication process with implant and assisted them to decrease the stim to a comfortable level (0.6). Patient was redirected to their healthcare provider (hcp) to further address the issue.